Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 51-year-old african american hispanic female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2022.

Manufacturer narrative:
On 15-dec-2022, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 400cc gel breast prostheses. On 16-dec-2022, mentor received additional information about the event. Mammogram/ultrasound results indicated a mass on the left breast suspected to be a fibroadenoma. Additionally, a palpable abnormality in the left axilla due to silicone extraversion was reported. On 28-dec-2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed a mass (possibly a fibroadenoma), and a palpable abnormality in the left axilla. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2022, the mentor failure analysis lab received the device for evaluation. On 01-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and it was received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).